Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and discomfort in her left hip. Additionally it is alleged that it became increasingly painful for her to walk, to move her legs and to rise from a seated position.

Manufacturer narrative:
The complaint was reported due to pending litigation, part/lot information was not provided at the time of the initial report. Part/lot information has since been provided and updated to the complaint; however, the reported product has been identified as an investigational device in a clinical study. Consequently there is no information to report. Depuy still considers the investigation closed.